Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect i2000sr analyzer generated a false positive ca 19-9 result for one patient sample. Accuracy testing was completed to evaluate the assay performance of lot 17160m500 and testing met acceptance criteria. Tracking and trending identified no adverse trends related to this reagent lot. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 101.79, and a repeat result of 27.4 u/ml. The false positve ca 19-9 result was not reported outside the laboratory.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.